Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot numbers 8176600, 8176600, and 8176603. No quality notifications (qn) related to the provided batch numbers were observed. No sample or photo was provided, however evaluating the complaint history it was possible to associate to barrel cracked. The potential cause for this is a syringe assembly failure that caused the damage. To define and manage actions to correct the incident, the CAPA 1035416 was opened. Some actions performed: perform timing adjustment on the transfer disk; create poka yoke to ensure staying in the correct position. Design new top disc guide after leak test. Make top disc guide after leak test. Design new bottom disc with accepted angle for cylinder entry. Make lower disc with accepted angle for cylinder entry. Implementation of additional release inspection as per CPR-070 sampling until CAPA closes h3 other text : see section h.10.

Event description:
It was reported that during use medication leaked through body of syringe with a bd solomed¿ 3ml syringe with needle. The following information was provided by the initial reporter, translated from portuguese to english: a client reports that when applying the medicine, it leaked through the syringe, it was when he realized that there was a "hole in the body of the syringe". There was no damage to the patient/health professional. There was no exposure of blood.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use medication leaked through body of syringe with a bd solomed¿ 3ml syringe with needle. The following information was provided by the initial reporter, translated from (B)(6) to english: a client reports that when applying the medicine, it leaked through the syringe, it was when he realized that there was a "hole in the body of the syringe". There was no damage to the patient/health professional. There was no exposure of blood.